Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was presenting a retrograde conduction and non-conducted premature atrial contractions. This ICD was frequently pacing when it was supposed to be set to not pace technical services (ts) was consulted about cross talk present on the right ventricular (rv) lead and gave troubleshooting options. This device remains in service. No adverse patient effects were reported.